Event description:
It was reported that the patient alert triggered, and the patient received four inappropriate shocks. It was also reported that the right ventricular (rv) lead had high impedance, loss of sensing, noise, and oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 02:15:04 and (B)(4) 2012 18:44:03. Daily pace impedance trend data shows an abrupt increase for rv pace = 512 to inf (un-filtered data) ohms peak between (B)(4) 2012 and (B)(4) 2012. Sensing - interference/noise: ventricular short interval count v-sic=1901.8 counts avg/day, in 5.12 days, between (B)(4) 2012 14:04:35 and (B)(4) 2012 17:03:13. Sensing - oversensing: 14- ventricular nst<=210 ms on (B)(4) 2012 in the timeframe between 06:20:29 and 10:05:30. 3 - vf<=200 ms average v-cycle between (B)(4) 2012 18:21:54 and (B)(4) 2012 11:09:25. Std review - lead integrity alert triggered: programmer data shows 1 - lead integrity alert on (B)(4) 2012 08:49:45. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 08:49:45.